Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were unresponsive and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2014 with the following findings: visual inspection revealed that the keypad cover was peeling. All keys were intermittently responsive due to contamination observed under the button contacts. The "contrast" key's contact was missing from the keypad flex and keypad flex was misaligned. Additionally, the audio bolus button contact actuator was missing from the audio bolus button cover. Unrelated to the original complaint, the battery compartment was observed to be cracked above and below the grip pad and down to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.